Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was communicating. A field service engineer (fse) confirmed that the issue was resolved upon arrival. Fse later identified that the half height drawer 4 was not detected on the bus. Fse identified no lights on the controller boards and replaced the board, but the issue remained unresolved. Fse then identified that the drawer board of drawer 4.1 was bad, replaced it and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine had not been communicating for approximately three hours. Restarting the unit did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.